Manufacturer narrative:
The returned lead was only available in fragments. Only the distal part of the lead was returned for analysis. The returned fragment was checked visually. It is likely that the lead was cut through during the explantation. Aside from the existing separation of the lead, it was noted at the distal lead fragment that the inner conductor helix was kinked between screw head and ring electrode. The analysis showed that the cause can probably be seen in mechanical stress during the implantation. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 4 months, an increase in the pacing threshold from 0.5 v to 6.0 v was reported. It was also reported that, during the attempt to reposition the lead, the screw could be retracted but then no longer be extended. No worsening of the patient's state of health was reported.